Event description:
While the device was ventilating a pt, the device alarmed, displayed an error code, powered off and stopped ventilating. A hosp staff member was present. The pt was manually ventilated. No pt injury.